Manufacturer narrative:
Updated fields - b4,d9,e1(event site postal code - (B)(6)),g3,g6,h2,h3,h4,h6(type of investigation,investigation findings,investigation conclusions),h10. Contact person phone number: (B)(6). A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation it was being detected that the cause of failure was a failure of the drive valve group , and a quotation has been given to user. But the user had later reported that the device has been repaired by a third-party company and is now back to normal for it's usage. H3 other text : repaired by third party.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b3, b4, g3, g6, h2, h10. Additional information: event site telephone: (B)(6).

Manufacturer narrative:
E1 address : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient ,the cs100 intra-aortic balloon pump (iabp) equipment alarmed that the negative pressure was too low, and the equipment was replaced in a timely manner without causing any personal injury.